Event description:
The customer reported while using a hand held intermec barcode wand, read a sample barcode incorrectly. An hiv assay was being run at the time. No death or serious injury was associated with this event.